Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported blurry image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source image was too bright to the point of being indistinguishable in the lower left corner and as the image faded across to the upper right it got darker but did not look correct. Image was blurry. It was noted this issue was intermittent and had occurred with multiple scopes but that it was not an issue on a different light source. The user was going to try swapping out scope cables to see if that resolved the issue. There were no reports of patient harm or impact associated with this event.